Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose was 62 mg/dl with blurred vision. It was reported the patient was attempting to prime by programming and delivering boluses while attached. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that the pump was able to prime and there were no issues with keypad response. This complaint is being reported since the alleged hypoglycemia was attributed to pump use error. There was no indication or allegation of a pump malfunction.